Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange due to patients concern with textured product.

Event description:
Patient reported right side capsular contracture, baker grade iii and exchange due to the patient¿s concern with textured product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Capsular contracture confirmed as baker grade IV. Additionally, the device was found ruptured upon explant. The device has been replaced.

Event description:
Capsular contracture confirmed as baker grade IV. Additionally, the device was found ruptured upon explant. The device has been replaced.